Event description:
It was reported while using bd q-syte luer access split septum there was a crack. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that the cylindrical component was cracked during use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-dec-2022. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte unit with no product documentation to indicate the reference or lot number. Additionally, seven photos were provided for investigation. A gross visual inspection of the returned unit found that the top body was separated from the bottom body and a crack was present on the bottom body at the luer threads. Further inspection was conducted microscopically. At the separation line between the bottom body and top body, sheared material could be seen in the top body along with another small crack. Additionally, the line of the break was uneven indicating that the two components were forcefully separated and were not caused by a missing weld line. The reported issue was confirmed. Based on the observations made, it is likely that the damage seen was caused in the user environment due to over torque. A device history review (DHR) cannot be performed as no lot number was provided by the complainant.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum there was a crack. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that the cylindrical component was cracked during use.